Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited poor light in the optics. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device exhibited poor light in the optics. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation the cause cannot be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.